Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, user informed the technical support engineer (tse) that an error code c34 occurred on the erbe generator during monopolar use. The user confirmed that the procedure continued without issues after the error self-resolved. Later, the user called back to report that the same error recurred and could not be cleared by rebooting. Tse advised connecting the power supply cable directly and preparing an alternate generator for continued use. The user continued with the procedure as planned. No known impact or patient consequence was reported.